Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Dimensions taken are within specification. The subcomponent has fractured into multiple pieces. The device history records for the reamer were reviewed and identified no deviations or anomalies. This impaction head is used for treatment. A complaint history review was conducted for the device and identified zero additional complaints for the same lot. The reamer had a potential field age of approximately 8 years with unknown usage and handling history. The most likely root cause of the reamer shaft fracturing is likely wear and tear from use.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
It is reported that the reamer broke during surgery upon application to the bone. The pieces broke inside the patient and caused a sixty-minute delay in the procedure. Another device was used to complete the surgery.